Event description:
As the coil was being repositioned, the coil stretched, broke and migrated into the sylvian artery. Filaments remained in the siphon and the anterior cerebral arteries, causing thrombus. Revascularization was successful in the siphon and anterior cerebral arteries, but not in the sylvian. Numerous attempts to retrieve the filaments were unsuccessful. The patient began a stroke as a consequence of the occlusion. Patient expired 24 hours after.

Manufacturer narrative:
The device was not returned for analysis. Without the return of the device, the root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance product log yielded no other complaints with this lot.